Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the cisco switch failed, causing multiple network dropouts and comm loss issue at the central nurse's station (cns). They first noticed a problem with the central nurse's station (cns) going into comm loss, and the only way to fix it would be to reseat the ethernet. No patient harm or injury was reported. Investigation summary: based on the available information, the cause of the comm loss issues was the switch failure. A switch is networking hardware that connects multiple devices, such as computers, wireless access points, printers, and servers on a computer network by using packet switching to receive and forward data to the destination device. The switches are not a nihon kohden product; they are manufactured by dell or cisco. They are configured by the nihon kohden (nk) networking team to handle the network communication with our nk products (bedside monitors, central nursing stations, etc.). The most common causes of failing switches are power outages, power surges, and wear and tear of internal components. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction.

Event description:
The biomedical engineer reported that the switch was causing multiple dropouts. They first noticed a problem with the central nurse's station (cns) going into communication loss, and the only way to fix it would be to reseat the ethernet. They traced it back to the switch and realized it was having dropouts. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that they wanted to replace the switch as it was causing multiple dropouts. They first noticed a problem with the central nurse's station (cns) going into communication loss, and the only way to fix it would be to reseat the ethernet. They traced it back to the switch and realized it was having dropouts. This happened for some time and would like it replaced as it was under warranty. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that they wanted to replace the switch as it was causing multiple dropouts. They first noticed a problem with the central nurse's station (cns) going into communication loss, and the only way to fix it would be to reseat the ethernet. They traced it back to the switch and realized it was having dropouts. This happened for some time and would like it replaced as it was under warranty. No patient harm was reported.